Event description:
It was reported that during the lobectomy procedure, the device locked out. Then tried to fire forcibly and finring lever broke at 3rd firing. It was completed by additional suture. There were no adverse consequence to the pt.

Manufacturer narrative:
Evaluation summary: one instrument was returned with the firing trigger broken off and missing and loaded with a cartridge that was noted to have a wedge band bypass; the right side was noted to be 1/4 partially fired and the left side 1/2 partially fired; in addition, the lockout tab was noted to be damaged. As the instructions for use state, "note: once the firing cycle has been initiated, it must be completed, if re-initiation of firing is resumed, the instrument will lockout. If resistance is felt, stop and replace the cartridge. Firing through the lockout mechanism will beak the instrument. Caution: the firing stroke must be completed. Do not partially fire the instrument." No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, to verify the condition of the internal components, no toher anomalies were found.